Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. See h10.

Event description:
It was reported that the bd ultra-fine¿ pen needle had no hole in it, rendering it unable to deliver medication. The following information was provided by the initial reporter, translated from german: "according to the customer, it is bad quality / manufacturing during use needles are without pinholes, partly needles are blunt, change of sealing additional information found in customer's email: the outer packaging was undamaged and sealed!!!! The complaint concerns the quality of the individual cannula. Additional information received on 09 aug 2023 - I just spoke with the customer, they meant to say ´´the item has a different seal ´´ follow-up sent by rcc member on 10 aug 2023 - could you please confirm if the consumer means a different seal on teardrop label, or on the shelf box. It is not clear, as the pen needles have multiple packagings and we would like to be sure which seal the consumer means. Answer received from bd rep on 10 aug 2023 - yes they mean different teardrop."

Event description:
It was reported that the bd ultra-fine¿ pen needle had no hole in it, rendering it unable to deliver medication. The following information was provided by the initial reporter, translated from german: "according to the customer, it is bad quality / manufacturing during use needles are without pinholes, partly needles are blunt, change of sealing additional information found in customer's email: the outer packaging was undamaged and sealed! The complaint concerns the quality of the individual cannula. Additional information received on 09 aug 2023 - I just spoke with the customer, they meant to say ´´the item has a different seal ´´ follow-up sent by rcc member on 10 aug 2023 - could you please confirm if the consumer means a different seal on teardrop label, or on the shelf box. It is not clear, as the pen needles have multiple packagings and we would like to be sure which seal the consumer means. Answer received from bd rep on 10 aug 2023 - yes they mean different teardrop."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.